Event description:
It was reported that the patient was experiencing ineffective therapy on their right side after getting kicked in the back. High impedances on their right t9 lead and right t7 lead. Reprogramming was performed. X-rays revealed that the patient's left t9 lead had migrated, and the right t9 and right t7 leads had high impedances on all contacts. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 t7 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: slim tip lead, model: mn10450-90a, serial: (B)(6), UDI: (B)(4), batch: 8754835.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Correction: section d6a - date of implant has been updated to the correct information.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the leads were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.